Event description:
The product was used during a gastrectomy procedure. Reportedly, the needle tip broke. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.